Event description:
It was reported that the pacemaker was implanted in 2015. It was noted that the pacemaker was checked (B)(6) 2022 and the battery life shown was over seven years but a recent check (B)(6) 2022 showed the battery was less than two years when checked with a programmer. Premature battery depletion was suspected. The patient was stable.